Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the presented for in-clinic follow up. An interrogation of the device revealed under-sensing for atrial fibrillation episodes exhibited by the right atrial lead. The patient was scheduled for lead revision and the lead was capped and replaced on (B)(6)2023. The patient was recovering.